Event description:
The patient underwent a precutaneous coronary intervention. During the procedure the flextone cutting balloon became dislodged from its catheter and became lodged in the right coronary artery. Attempts to retrieve the dislodged catheter were unsuccessful. The pt underwent a surgical procedure to remove the foreign body and had a subsequent coronary artery re-bypass performed. The pt tolerated the procedure well and was transferred to ccu. Note: when the dislodged cutting balloon was retrieved, it was noted that a previously placed stent was attached to the blades of the cutting balloon.